Event description:
Report received from (B)(6), stating that the device cannot secure the cutter; the cutting burr comes off. It is known that the event did not occur during surgery; however, it is unk if there was pt/user injury. It is unk if there was medical intervention reported related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).